Event description:
A peg gastrostomy tube that had been in use for days 62 snapped apart as the physician attempted to remove it using the traction method. There was no adverse effect to the pt. No furhter information is available this report was received from a hosp.